Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer site. The cse inspected the instrument, and observed an elevated sample pipetting probe (spp) and a bent sample-dilution probe (dpp). The cse readjusted the spp and replaced the dpp. The cse performed additional service and fixed the problem by replacing the halogen lamp. The instrument is performing within the specifications. No further evaluation of the device is required.

Event description:
Falsely elevated and falsely depressed discordant results, for multiple assays, were obtained on the advia chemistry xpt instrument. The customer did not specify the assays involved and informed that initial discordant results were reported to the physician(s). Repeat testing was performed on an alternate instrument, and results were within the expected range. It is unknown if corrected reports were issued. There are no known reports of patient intervention or adverse health consequences due to the discordant patient results.